Event description:
Cadd administration set tubing (smiths medical ref 21-7022-24, lot 6026702) malfunctioned and began leaking prior to administering chemotherapy to a patient. Pharmacy staff checked two other tubing sets and noticed the tubing pulls away from the plastic base very easily, which can lead to leakage. Reference report: mw5164874, mw5164875.